Manufacturer narrative:
The actual sample was returned for evaluation. During the visual inspection of the opened sample, the swage and attachment area were as expected. The needle was examined, present body fluids and marks on the body needle that appears to be by use of the surgical instrument. However, the suture was not returned to determine the assignable cause. The needle/suture combination was examined and no defects or breakage suture was examined. Functional test was performed and samples met the requirements. According to the opened sample condition, no conclusion could be reached as to what may have caused the reported incident . Also, three representative samples were examined and no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strands and no defects or breakage suture was examined. Functional test was performed on the samples and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a free flap reconstruction procedure on (B)(6) 2018 and suture was used. During the procedure, while performing micro vascular anastomosis, the suture broke mid-body. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.